Event description:
It was reported that the patient with this ra lead developed an infection. During revision, the pacemaker and rv lead were explanted, while the ra lead was only partially removed due to significant adhesions, with a portion remaining in the body after the lead separated approximately 2 cm from the tip during extraction. The lead was removed solely because of the reported infection; impedance, thresholds, and signal amplitude were normal. No additional adverse patient effects were reported, and the lead will not be returned for analysis.